Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 20g the needle wouldn't disengage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle is not allowing the plastic cannula to release.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-apr-2022. H6: investigation summary: our quality engineer inspected samples submitted for evaluation. Bd received ten unopened units from lot number 1341744, two retracted needle assemblies, one opened package, and one bottom web. A visual inspection of the two opened units was performed. It was noted that both units were fully retracted and decoupled as they were received without the catheter assemblies, however a very visible bump was observed at approximately the midpoint of the needle. The v-clip was then shifted to allow the needle to be pushed back through the tip shield to see if the bump resulted in catching against the washer or tip shield. Catching did occur while inserting through the washer. The unopened units were all retracted and inspected for the similar bump. Seven units were found to have no catching or bumps. Two units decoupled with no issues however had visible bumps similar to that of the opened units. One unit did not fully retract and a bump near the midpoint of the needle was found. The bump was catching on the washer resulting in difficult disengagement. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Damage to the needle of this type may occur during the cannula load, septum insertion, septum reposition and cannula insertion steps of manufacturing. Misalignment of the grippers, cannula misalignment, or incorrect setup all may result in defects. Additionally, it may be due a raw material issue. The sublot numbers were reviewed for the raw material where no issues were identified. Operators perform station setup and retraction/disengagement testing per the quality and sampling plans. Additionally preventative maintenance (pm) is performed to ensure proper functioning of the equipment. The pm¿s were verified to have been completed and up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva dual port with q-syte, 20g the needle wouldn't disengage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle is not allowing the plastic cannula to release.